Event description:
During a review or programming history on (B)(6) 2013 it was noted that on one occasion a faulted system diagnostic occurred on (B)(6) 2007. The change in settings was corrected on (B)(6) 2007, with the exception that the magnet pulsewidth and magnet on time which remained unchanged. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Analysis of programming history.